Event description:
It was reported that two amphirion deep pta balloon catheters were used in a patient; however it was reported that the balloons of the amphirion deep devices ruptured during the procedure. The procedure was completed with another amphirion deep device with no issue reported. The patient is reported to be fine. No clinical sequelae were reported. Reference MFR report numbers 3004066202201100048 and 3004066202201100049.

Manufacturer narrative:
Evaluation: results: (the root cause of the event cannot be determined based on limited information available. Device not returned for evaluation). Evaluation, conclusion: no conclusion can be drawn. The (root cause of the event cannot be determined based on limited information available). (B)(4).